Manufacturer narrative:
Additional information was received on march 10, 2026. The identity of the device involved in this event was updated after additional clarification. The new device information has been populated in this report.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Medical device report (MDR). Patient information: age: 38 years, sex: male. Relevant history: heart failure with reduced ejection fraction, atrial fibrillation, s/p aicd, endocarditis, s/p mitral valve replacement, lvad implantation. Event description: the patient underwent left ventricular assist device (lvad) implantation and developed scai stage e cardiogenic shock on postoperative day 1. A transesophageal echocardiogram (tee) revealed hypokinetic right ventricle with rv failure, prompting the heart team decision to implant impella rp flex for right-sided mechanical circulatory support. The following day, the patient returned to the operating room for sternotomy closure. The surgeon was unable to close the chest and placed the patient on extracorporeal membrane oxygenation (ECMO) support. On the next day, the impella rp flex purge system blocked alarm occurred. The patient was given tissue plasminogen activator (tpa) through the purge, which resolved the alarm. Two days later, CT of the brain revealed global hypoxic-ischemic injury. The following day, the patient returned to the operating room for chest closure. A pericardial drain was placed post sternal closure with drainage of 300 cc/hour. That evening, the automated impella controller displayed high purge pressure and low purge flow alarms. Inspection revealed a crack in the purge side arm. A purge side arm bypass was performed using a 20-gauge IV catheter, restoring normal purge pressure and flow. The patient remained on impella rp flex, ECMO, and lvad support, along with high-dose inotropic/pressor therapy, but expired while on full support. The patient was supported with impella rp flex for 183.76 days. Impella rp flex will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the underlying critical clinical condition.